Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of auto mode switch due to atrial lead noise oversensing were noted during device check. This is a known lead issue. No atrial lead noise was observed during check. The patient has had no symptoms and condition is stable. The lead will continue to be monitored.